Event description:
Customer reported an occurance of a flow rate discrepancy on a prismaflex machine, serial number unknown. Acute nurse mgr at mission hosp, reported a flow rate discrepancy, inconsistent to what was programmed by the operator, on a prismaflex machine, serial number unknown. The acute nurse mgr programmed a fluid removal rate of 400 ml and the status screen displayed a fluid removal rate of 1490 ml. The acute nurse mgr confirmed that an excess fluid removal was not removed by weighting this pt. Although the treatment sheets are not available, the acute nurse mgr stated that the pt did not suffer any injury or require any medicial intervention as a result of this incident, as no excess fluid was actually removed.